Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.

Event description:
The consumer indicated upon removing a tampon a portion remained inside her. She was able to remove it and is fine now.